Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she required emergency department treatment for hypoglycemia with sweating and confusion. She stated that she was unsure of how low her blood glucose (bg) went, however she remembered a health care professional stating that at one point her bg was 78 mg/dl. She stated that while at work she was trying to change her cartridge and she primed 197.4 units (per pump history) of insulin while attached at the infusion site. She was treated with oral carbohydrates and intravenous saline while in the emergency department. Customer support advised the patient that the user guide instructs the patient to be disconnected during any ezprime step. Additionally, she was instructed by customer support that the pump displays two messages reminding the patient to disconnect from the pump during ezprime steps. The patient confirmed the pump settings were correct. This report is made due to the allegation that the patient required emergency medical treatment after being connected during the prime step.